Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Medical device report (MDR) patient information: age: 30 years. Sex: male. Relevant history: tobacco use, cocaine use. Event description: the patient was admitted with dyspnea and diagnosed with a saddle pulmonary embolism with right ventricular strain. An attempted percutaneous thrombectomy was aborted due to unsuccessful clot removal. The patient was referred to cardiac surgery and underwent successful surgical left and right pulmonary artery thrombectomy. The patient could not be weaned off cardiopulmonary support in the operating room and had an impella rp flex implanted for rv failure and scai stage e cardiogenic shock, an off-label use for a patient with pulmonary embolism due to the risk of clot ingestion. The chest was left open, and the patient was transported to the ICU. During support, the automated impella controller displayed several suction alarms, which resolved after administration of albumin infusion. The patient developed anemia and received a blood transfusion. Systemic anticoagulation was withheld due to the open chest. After 38 hours of support, a ¿purge flow blocked¿ alarm occurred, with purge flow declining from 11 cc/hour to 7 cc/hour and impella rp flex flow decreasing from 2.6 l/min to 1.1 l/min. The patient remained hemodynamically stable and was taken back to the operating room for impella rp flex removal and sternotomy closure. A transesophageal echocardiogram (tee) revealed improved right and left ventricular function after device removal. A decision was made not to replace the impella rp flex. Device information: device name: impella rp flex. Manufacturer: abiomed. Model/serial number: [insert if available]. UDI: [insert if available]. Device problems: suction alarms during support (resolved with albumin infusion). Purge flow blocked alarm after 38 hours of support, associated with decreased purge and pump flow. Impella rp flex likely ingested thrombus due to the lack of systemic anticoagultion, which resulted in the low purge flow alarm and low pump flow. Patient outcome: hemodynamically stable at time of device removal improved rv and lv function on tee no replacement of device deemed necessary. Additional information: support duration: 38 hours. Purge flow decline: 11 cc/hr , 7 cc/hr. Pump flow decline: 2.6 l/min , 1.1 l/min. Interventions: albumin infusion, blood transfusion, surgical closure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.